Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown cup, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01683.

Event description:
It was reported that the patient had a revision procedure due to loosening and cup migration. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.